Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient's parent reported that the patient experienced inaccurate cgm values which occurred the day after the sensor had been inserted in the arm. On (B)(6) 2024, the patient was nauseated, vomiting, and had the flu. The cgm was reading 200 mg/dl and the blood glucose reading was 450 mg/dl. The patient attempted to calibrate however the reading was still inaccurate. The patient had urine ketones and was presented to the hospital. There, the bg was 400 mg/dl and the patient was diagnosed with diabetic ketoacidosis and treated with humalog in intensive care unit for 3 days. The patient was feeling fine during the call. Data was evaluated and the allegation was confirmed. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.